Manufacturer narrative:
After reviewing the available instrument files, the rp500's measurement cartridge was found to be performing as intended. The automatic quality control (aqc) performance as well as the raw response for the samples in question did not present any anomalous behavior. The instrument logs for rp500 found that the calcium (ca++) sensor was experiencing calibration drift errors in and around the time of the escalated samples. Subsequent calibrations resulted in slope drift errors until it cleared the calibration checks. It is noted that at this point that all other analytes except ca++ were turned off by the customer and the system reported just ca++ results. The escalated samples were run during this period when the calcium drift errors returned in the next scheduled calibration cycle. While noting the observed calibration errors around the time of the escalated samples, the system performed the appropriate system checks before enabling the ca++ sensor. Therefore, the generated ca++ results were valid. The cause of the event is unknown. The measurement cartridge was replaced. The rp500 system is performing as intended and is currently operational. There is no indication of a systemic issue. No product problem identified.

Event description:
The customer reported that they received discrepant high calcium results on three patient samples compared to retesting of the same samples on another rp500 instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has replaced the measurement cartridge and is currently operational. The customer has provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.